Manufacturer narrative:
The probable root cause of customer reported issue is attributed to a faulty electrical component inside the erbe generator.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse arrived on site and observed the integrated electrosurgical unit (iesu) will not power on. The fse replaced the iesu. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. System logs were reviewed and the m-b1 error was noted. Inspection during fa process was able to replicate the reported event. The iesu failed to power on. Initial inspection discovered a nonconforming fuse configuration. The fuse configuration was corrected. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to a fuse component failure.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure using an xi system, the customer called after moving the procedure to another da vinci system to report that the erbe unit was not powering on. She stated that she attempted to move the power cord to another outlet, but the issue persisted. The intuitive surgical, inc. (Isi) technical support engineer (tse) had the customer verify that the outlets were functioning and instructed her to use the e-100 power cord for testing. Despite these steps, the integrated electrosurgical unit (iesu) still did not power on. The procedure was aborted to another xi system, with no report of patient involvement.